Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure due to difficulties charging of the implantable pulse generator (ipg). The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing great and reported to be happy with the coverage received.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure due to difficulties charging of the implantable pulse generator (ipg). The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing great and reported to be happy with the coverage received. Additional information was received stating that the scs patient also experienced frequent ipg charging.